Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-05170. The patient has two leads from the same lot. It was reported the patient hasn't been receiving pain relief from stimulation. In turn, the patient stopped maintaining the ipg as recommended. External devices are unable to communicate with the ipg due to the improper maintenance. It was also reported the patient has experienced burning at the ipg site. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.